Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "o2 sensor issue." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that the root cause of the condition was the power loss alarm was found to be not operating to specification on the pc board, and was replaced. Devilbiss implemented a CAPA for the pc board power loss alarm issue.